Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-may-2025: the instrument was inspected prior to use and no damage was noted initially. There was no increase in port incision as a result of the instrument and cannula being removed together. No fragment fell into the patient¿s anatomy. No photographic image of the device or recording of the procedure is available for isi to review. There was no patient harm due to this event.